Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the insulin pump would not work. The device alarmed button error and does nothing. Customer's mother changed the batteries and it does not work just makes a load noise. Customer's blood glucose was 186 mg/dl. Customer's mother stated she does not recall anything that might have caused the button to get stuck. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
All of the buttons functioned properly during testing. Corroded keypad traces were noted during the visual inspection. No button error alarm was noted during testing. No unexpected noise was noted. The insulin pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.